Event description:
The user facility reported a water leak coming from their system 1 e. The amount of water was reported to saturate a blanket and reach a walkway. The facility turned off the water supply to the unit and contacted steris service. No procedural delay or cancellations reported. No injury to hospital staff or patients occurred.

Manufacturer narrative:
A steris service technician arrived on site to inspect the unit. He turned the water supply back on to the unit and observed a very slow drip at the pre a&b filter inlet connection, which was located under a countertop. Further inspection revealed a loose worm clamp at the straight barb fitting. A steris service technician arrived on site to inspect the unit. He turned the water supply back on to the unit and observed a very slow drip at the pre a&b filter inlet connection, which was located under a countertop. Further inspection revealed a loose worm clamp at the straight barb fitting.